Event description:
It was reported that during a propofol infusion programmed at an unspecified rate, the patient became apneic while ventilated. The nurse further noticed that the propofol bottle was half empty. The infusion was immediately disconnected, the blood pressure was taken, and the nurse practitioner was notified. The patient was given phenylephrine to restore the blood pressure. Although requested, customer stated that there were no further details they could provide regarding the event or the patient outcome.

Manufacturer narrative:
Concomitant medical products: ventilator; propofol bottle. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that propofol drip hung. Rn turned to look at computer, patient went apneic on vent. When rn looked at IV pump, half bottle of drip was already infused. IV immediately unhooked, bp cycled, np notified. Charge nurse called. Patient given phenylephrine to restore bp.